Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "too many air bubbles accumulated in tubing to use to deliver dose.." Action(s) taken: followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid: potassium phosphate. IV rate: 98ml/h. Other details: tubing removed and green tag placed. See rl6 - ~75-90ml of total 588ml bag lost due to prime/reprime/purge. Patient did not receive full dose of medication or medication in timely fashion. Very difficult reporting process, not conducive to providing care and reporting. Nurse writing report does not have an assigned patient today and therefore was able to manage two-step process. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for evaluation. Upon visual inspection of the photos, a used set filled with a clear fluid was observed inside a ziplock bag. Bubbles were noted inside the tubing. Based on the data from the investigation, the reported defect was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Exact root cause cannot be determined at this time, but a possible root cause could be related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.